Event description:
It was reported that the tip nut of the universal handpiece was discovered to be broken after successful completion of a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, the threads on the angle nut were confirmed to be broken off. Attempts were made with new angle nuts to bring the handpiece into proper alignment, but they were not successful. The device was scrapped at the manufacturer.